Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set that led to this alarm. Renal therapy services (rts) instructed the patient to disconnect the aseptic way. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a small hole located in the cassette sheeting was observed. Leak, clear passage, and clamp function testing were performed and a leak from the hole in the cassette was observed. Air drawn into the disposable during therapy will cause a system error 2240 alarm. The reported condition was verified. The cause of the hole in the sheeting was undetermined; however, the returned pouch was torn/cut along the final seal and not along the perforation of the pouch, possibly from a sharp object. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.